Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has been alarming failed battery test. The customer stated that the battery has been changed three times in the last 3 days and alarm happened again the day of the call. The customer also received an off no power alarm the day before. She did not receive a low battery alert prior to the off no power alarm. Blood glucose value is unknown. The contacts on the battery cap are not missing or damaged and the battery compartment and spring are not damaged or corroded. It was advised to clean the battery cap and insert a new battery; customer received a failed battery test alarm. Customer was advised that a battery cap replacement would be sent.